Event description:
The customer stated that he was a passenger in a vehicle, and was involved in an accident. After the accident, the customer's blood glucose dropped to 30 mg/dl, and was treated by the paramedics. The customer had previously checked his blood glucose levels, and given himself a small amount of insulin. The customer was recovering in a nursing home at the time of the call. The customer did not know what happened to the insulin pump after the accident, and was trying to get a replacement. Advised the customer of his out of warranty options, and he agreed to receive a replacement. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.